Manufacturer narrative:
It was reported that the patient expired two days after the navitor procedure. The device remained implanted and was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Information field indicated that the cause of death was related to the patient¿s comorbidities. However, based on the information received the exact cause of patient death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The valve was implanted. Two days after the procedure, the patient was reported passed away.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.